Event description:
It was reported that there were problems interrogating the device. The interrogation began after the reporter called technical services. The device is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that there were problems interrogating the device. The interrogation began after the reporter called technical services. The device is still in use. No patient complications were reported as a result of this event. It was further reported that it took many times to interrogate the device. Different programmers, radiofrequency (rf) heads and two different rooms were attempted. It was noted that the patient recently had a mammogram, otherwise there were no other procedures done recently. The patient felt that the device was "in a different place", it was located very low in the chest in front of the patient's breast. The device is still in use. The patient did not complain of any symptoms as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.